Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Surgical procedure performed to address redness and "pimple-like" bumps surrounding the incision site.